Manufacturer narrative:
E1: event city: (B)(6) event country: colombia e1: name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose for greater than 4 hours, requiring hospitalization/emergency medical treatment on (B)(6) 2026. The patient also reported a past insulin flow blocked alarm, which was resolved. The patient treated the high blood glucose with a correction on the pump.